Manufacturer narrative:
Investigation results: one flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 2.5 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with normal degradation. The fiber was kinked approximately 119.5 cm from the top of the connector. The condition of the returned device confirms the event. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site. There is an investigation to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on november 02, 2017 that a flexiva 200 tractip laser fiber was used during a stone removal using holmium laser procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was holmium laser console with setting of 0.6 joules. According to the complainant, during the procedure and inside the patient, the laser fiber broke. No fiber fragments fell inside the patient. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact patient age is unknown; however the patient was reported to be over 18 years old. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 02, 2017 that a flexiva 200 tractip laser fiber was used during a stone removal using holmium laser procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was holmium laser console with setting of 0.6 joules. According to the complainant, during the procedure and inside the patient, the laser fiber broke. No fiber fragments fell inside the patient. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.